Event description:
The flex connectors on some of the items requires an unusual amount of force to push all the way on. Some nursing areas reported that the connectors are popping-off. We believe it is because they are so hard to connect fully, that they are only being pushed half-way on. Manufacturer response for suction catheter, halyard (per site reporter): they are taking some of the involved product back for evaluation.